Manufacturer narrative:
This report is being submitted as follow up number 1 to provide additional information. Twenty six (26) retention samples were evaluated to further investigate this complaint. Bonding strength was measured and resistance to breakage of the cannula was tested. The force required to pull the cannula out of the hub was also measured. All tested samples were confirmed to meet manufacturing specifications. The resistance to breakage of the cannula which was submitted to a bending force, at a specified distance from the point was determined (according to en iso 9626: stainless steel needle tubing for the manufacture of medical devices). All tested samples met manufacturing specifications. The in-line detection systems used for needlepoint damage (broken or absent needles are also detected here as no needlepoint will be observed) and sufficient glue were positively tested by means of a test run during the production of the reported lot. The batch records of the reported product code/lot number combination was reviewed. During the assembly process as an in-process control, 40 pieces are visually checked every 4 hours (2x per shift) for broken, missing or loose needle. The bonding strength of the cannula is measured during an in-process control (8 pieces every 8 hours) and during final inspection for release. All measured values are higher than the required minimum specification of 22n. There were no indications for broken needles or loose cannulas. There were no technical or maintenance interventions during the production period, which could suggest an issue related to the reported event. There were no deviations or non-conforming product for the reported product code/lot number combination. Based on the batch record review, which included all in-process controls and final inspection results, further functional testing on retention samples and a production based investigation, we cannot confirm a root cause related to our production activities. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 UDI no. - not required for this product. The actual device was discarded by the user facility. The qa in-process inspection for the reported lot revealed no defects. Additionally, final inspection after sterilization revealed that the complaint lot met manufacturing specification. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete. For this reason evaluation code 20 was used in the conclusions section of h6. Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413. Exemption number e2015027. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
Our customer ((B)(6)) reported a market complaint of a broken cannula. Initially the reporter could not get information whether the needle broke during injection or during preparation. Follow up communication with the user facility obtained on april 12, 2017 reported the following information: it was confirmed that no additional intervention or extra treatment was required; the patient did receive the intended injection as initially planned; it was a broken cannula, the exact breakage point was not reported by the patient; and the patient was not harmed.